Manufacturer narrative:
(B)(4),

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid 1.5 mg/ml;1.0006 mg/day, compounded baclofen 300.0 mcg/ml; 200.12 mcg/day and bupivacaine 20.0 mg/ml; 13.341 mg/day via an implantable pump for non-malignant pain and post laminectomy pain. The programming date from the most recent refill prior to event was (B)(6) 2015. The infusion mode was simple continuous and patient activation was activated. On (B)(6) 2015 during a scheduled pump refill device interrogation was done and results were 4.9 ml under-infusion. The patient did not report increased pain. No action was taken. The outcome was ongoing. It was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via psr indicated the issues was related to the pump. Dosing changes: on (B)(6) 2015: dilaudid (1.5 mg/ml,1.2016 mg/day), compounded baclofen (300.0 mcg/ml, 240.31 mcg/day), and bupivacaine (20.0 mg/ml, 16.021 mg/day). On (B)(6) 2015: dilaudid (1.5 mg/ml,1.0006 mg/day), compounded baclofen (300.0 mcg/ml, 200.12 mcg/day), and bupivacaine (20.0 mg/ml, 13.341 mg/day).

Event description:
Additional information received from a healthcare provider (hcp) via psr reported that diagnostics also included device interrogation on (B)(6) 2016, which revealed underinfusion of 3.2 ml. Device interrogation on (B)(6) 2016 revealed 12 ml interrogated volume, and 12 ml were aspirated. The outcome was resolved without sequela on (B)(6) 2016.